Event description:
A bipap a40 ventilator was returned to a third-party service center for evaluation. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. There was no patient involvement, and no harm or injury reported. The ventilator inoperative condition noted was failure of the outlet pressure sensor. The device's printed circuit board assembly requires replacement to address this issue. An additional finding on evaluation was visible foam particles in the device assembly. No repairs are completed as the device was scrapped per customer request. This device will be included in fsn-2023-cc-src-039. This device will be included in 2021-05-a.